Event description:
It was reported to medtronic neurosurgery that the pt had the valve revised as no significant flow was noted. According to the report, the pt was also experiencing confusion and balance issues.

Manufacturer narrative:
The valve was patent. It met requirements for reflux and leak testing. The device met all specs for pressure-flow and preimplantation testing. Therefore, the conditions of the complaint could not be duplicated by lad personnel. A review of the mfg records showed no anomalies. It is unk what caused the reported event. All our valves are 100% tested at the time of MFR.